Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Following deployment of a 2.50 x 48mm synergy drug-eluting stent to treat the lesion, the carrier balloon inverted and held onto the guidewire. The guidewire was removed together with the device. Another wire was then inserted to deliver a non-compliant balloon and the procedure was completed. No patient complications were reported and the patient's status was stable.